Event description:
Transeptal needle removed for repositioning. The dilator and wire were not advancing properly both inside and outside of the body (dilator and wire from vizigo sheath). A new vizigo sheath was opened, and the dilator and wire from this new transeptal sheath were used. No patient harm.